Event description:
It was reported that the device showed signs of premature battery depletion. The device had reached eri prematurely. During previous follow-up in (B)(6) 2016, the estimated remaining longevity was 6 years. The device was explanted and replaced. No further information is available at this time.

Event description:
New information received states that the patient condition was stable before, during and post procedure.

Event description:
New information received notes that battery performance alert was noted on (B)(6) 2017.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.